Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a 62-year-old man, who had persistent descending mesocolon, underwent an ar to rectal cancer. Although the root of the ima was treated, the lca was preserved to ensure blood flow, and the distal side was resected. After the patient was transferred to the ward, the clip fell off and bleeding occurred. Laparotomy and hemostasis were performed to the patient on the same day". No report of further patient harm or injury.